Event description:
N/a

Manufacturer narrative:
This MDR is being submitted for correction of an error which was submitted in follow up MDR #1. "Investigation finding should have been coded as 4216."

Manufacturer narrative:
The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR): the cusa clarity DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - there was a slight increase in heat noted from the hand piece. Additionally, there is a cut in the cable that is very close to exposing internal wires. This hand piece is to be scrapped. A replacement has already been sent to the customer. Root cause - the reported failure ¿handpiece heats up when in use¿ was confirmed. The root cause was cable cut or damaged. Cut in cable was determined to be most likely because of damage to the device. Possible root causes have been determined as: user error resulting in damage to cable; possible cable is getting caught in console and being nicked. Possible that the cable may be getting damaged through the sterilization process. No photo provided of defect. There is insufficient information to determine which is the most likely root cause. As a corrective action a replacement device was sent to the customer. Training in maintenance and care of device has been recommended.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity 36 khz handpiece (c7036) heats up when in use. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.